Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right atrial lead exhibited noise. The lead remained implanted. No patient symptoms were reported, and no additional information was available.